Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. No failed battery test alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked case on the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons on the insulin pump got stuck and it alarmed button error. The customer removed and replaced the battery and received a failed battery test alert. The customer's blood glucose was 9.0 mmol/l. Nothing further was reported.